Event description:
Patient reported the lancet does not retract into the softclix lancet device. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.